Manufacturer narrative:
H10: the device was received for evaluation. During visual inspection the housing was observed to be malformed which caused the coil cap to separate from the housing. When the housing is malformed, particularly at the neck area of the housing, the coil cap no longer fits the housing and therefore separated from the housing. The reported condition was verified. The cause of the condition was due to extreme heat temperature during shipping. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed and showed evidence of malformed housing. When the neck of the housing is malformed, the coil cap no longer fits the housing and therefore will detach from the housing. The reported condition was verified. The cause of the condition was due to extreme heat temperature during shipping. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coil cap of large volume infusor was "broken". The event was not further specified. This was observed before use. There was no patient involvement. No additional information is available.